Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported device code no longer applies to this event. The device codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-27, additional information was received from a foreign manufacturer representative (rep). It reported the patient was not transported to (B)(6) for a pump removal. The pump was not removed. The cause of the suspected overdosing was unknown. The rep reported they were informed that there was "only a minor discrepancy, less than 2 mls". The actions taken to resolve the event were, "refill of pump and monitor". The patient's status was "alive and without injury". It was unknown what symptoms the patient experienced to explain the suspected overdosing. It was unknown what the original doses of medication were prior to the suspected overdosing and what the doses were reduced to.

Manufacturer narrative:
Pump interrogation revealed the pump infused saline 9.0 mg/ml at 0.9990 mg/day: analysis of the pump revealed no anomalies. The pump met specification through analysis. Conclusion code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-dec-03, additional information was received from a foreign manufacturer representative (rep). It was unknown what the specific message on pump was at the time of interrogation as the rep was not the one to interrogate the pump. The rep was unsure of any further actions planned for the pump. Clarification of the malfunction that occurred to overdose the patient was requested and the rep stated, "unsure as pump not interrogated by a rep and we have not been made aware of what the pump read out showed". Clarification for the statement "deteriorated again" was requested and the rep stated, "unsure as we have had no involvement with this patient since the first per was completed".

Manufacturer narrative:
The device codes have been updated to include (B)(4). The patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-09, additional information was received from a patient via a tga device incident report. Additional information reported the patient had the pump implanted in the left side of their stomach with an intrathecal catheter connected to directly administer morphine and clonidine into their spine. Last month, the patient had a cardiac arrest "in which my partner found me and performed CPR". The ambulance arrived and administered two vials of naloxone and the patient awoke. The patient was transferred to the hospital and spent three days in intensive care in which "they had the pump read and it informed them it had malfunctioned and indeed overdosed" the patient which caused the cardiac arrest. The patient received another two doses of naloxone in the ICU as their clinical condition deteriorated again. The patient was flown out to "* medical centre under dr * pain specialist at * pain unit". The patient remained in the hospital for another three days and they drained the pump of morphine and clonidine and replaced it with normal saline. The pump was "still in my body to this day". The patient outcome/consequences stated, "overdose of narcotics causing cardiac arrest due to implantable pump malfunction".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information now reported indicated the pump had been explanted on (B)(6) 2018.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2003, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (26.8 mg/ml at a dose of 10.987 mg/day) and clonidine (155 mcg/ml at a dose of 63.54 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient was admitted to the intensive care unit (ICU) with suspected overdosing of morphine from the pump. There were no reported environmental, external, or patient factors that could have contributed to the event. The pump was interrogated and the daily dose was reduced. It was noted the pump was interrogated after an magnetic resonance imaging (MRI) and "all ok". The patient "may be transported from regional hospital to flinders to have pump removed. This has not been confirmed". The issue was not resolved at the time of this report. The report indicated that no surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's status was listed as alive - with injury.